Event description:
A employee from our customer reported to our sales rep that a pt came in with pain. X-rays shows a broken nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.